Event description:
It was reported that during a low anterior resection procedure the stapler was fired and there were no staples present. Case completed by suturing. Further patient consequence unknown.